Event description:
Dr reported via our sales rep, that a pt underwent a revision surgery, due to the screws fracturing 3 months post op. According to the surgeon, the screw broke after a lumbar exposure of 40kg.

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.